Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. It was noted the patient also had a left ventricular assist device (lvad) implanted. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. No adverse patient effects were reported.